Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The cause of death was not reported. It was reported by the physician, that it could not be confirmed if the patient was connected to the device at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Review of the device service history revealed no issues that could have caused or contributed to the home patient passing away. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review was performed which revealed no failure, malfunction, or iipv events that could have contributed to the reported difficulty. The device passed visual and functional testing. Simulated therapy was performed and the device passed successfully. If any additional relevant information becomes available, a supplemental report will be submitted.